Event description:
Per uf report #(B) (4): "a (B) (6) male with severe coronary artery disease and previous stints presented with an acute myocardial infarction. He was taken to the cardiac cath unit for emergent cath with possible ptca. The pt had known complete blockage of the rca, so the cardiologist had the guide wire down the left and was preparing to do ptca when the imaging equipment failed. Prior to this happening the pt had required the placement of iabp and pacemaker for the cardiogenic shock. Attempts were made to re-boot the sys without success and the decision was made to move the pt to the immediately adjacent cath lab #2. The pt was awake and alert during this transfer and iabp was in use during the transfer. Shortly after arrival to lab# 2 the pt became bradycardic and less responsive which quickly progressed to asystole. Despite aggressive acls protocol mgmt the pt expired." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.